Manufacturer narrative:
MDR 3003442380-2024-06878 - device 6 of 15.

Event description:
Unomedical reference (B)(4). Event occurred in the united states. It was reported that, the patient experienced cannula issues with 15 infusion sets, all of which had the same problem with the cannula being kinked. The event dates for these issues were recorded from 12-jan-2023 to 15-apr-2024. The patient noticed symptoms within 3 hours of insertion for all 15 sets, which were inserted in the upper buttocks, arm, and upper buttocks. The patient regularly rotates the site location, and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) at the time of the issue was noticed ranged from 90-120mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5410812 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5410812 was manufactured according to the wi version 73 packaging in the multivac 09, on 12/dec/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to selfmanage (elevated blood glucose level and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, small to moderate ketones, confusion, patient describing feeling sick) and lot 5410812 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.